Event description:
Boston scientific received information that this patient underwent extraction of a competitor device and this lead for erosion. During the extraction procedure, this lead fractured and a portion of the lead remained implanted in the patient. The physician noted the lead twisted around the sheath during the lead extraction and this may have damaged the lead. It was noted that the patient had an extended hospital stay however was discharged to a nursing home. The patient returned home one month later. The patient was readmitted to the nursing home seven months later and soon after passed away. Upon review of the patient's medical records, the patient refused to have a new device implanted or wear a life vest. The patient's medical history was significant for ventricular arrhythmias, coronary artery bypass 27 years ago, chronic tobacco use, and chronic obstructive pulmonary disease.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.